Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15080996 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 15080996. The body tip hub subassembly lot 15078782 was reviewed. It was observed during review that no non-conformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. The tip process was reviewed and no anomalies were found. The fusing machine parameters and pull test results were reviewed and no anomalies were found.

Event description:
The report received from the field indicated that during diagnostic angiography, the distal brite tip of the 4 fr tempo uf 65 cm catheter with 5 sh (side-holes) separated in the catheter sheath introducer (csi). Additional information obtained indicated that the catheter may not have actually fractured in the sheath but may have fractured while the catheter was being loaded onto the (unknown) guidewire. The fractured tip was retrieved-details unknown. The csi used was said to most likely be a cordis csi, but there was no reported issue with this product. Another catheter was used to complete the procedure successfully. There was no reported patient injury. The product with the retrieved distal tip and packaging will be returned for inspection. No additional information was available including procedural details, patient demographics or vessel/lesion information.

Event description:
The previous event description was amended slightly to more accurately reflect the event. The report received from the field indicated that during diagnostic angiography, the distal portion of the catheter/body/shaft of the 4 fr. Tempo uf 65 cm catheter with 5 sh (side-holes) separated in the catheter sheath introducer (csi). Additional information obtained indicated that the catheter may not have actually fractured in the sheath but may have fractured while the catheter was being loaded onto the (unknown) guidewire. The fractured tip was retrieved-details unknown. The csi used was said to most likely be a cordis csi, but there was no reported issue with this product. Another catheter was used to complete the procedure successfully. There was no reported patient injury. The product with the retrieved distal portion and packaging will be returned for inspection. No additional information was available including procedural details, patient demographics or vessel/lesion information.

Manufacturer narrative:
Please note that the previous event description was amended slightly to reflect the event description more accurately as the distal portion of the shaft separated and not the tip as noted in the product analysis. (B)(4). During a diagnostic catheterization, a 4fr tempo pigtail catheter tip separated. During conversation with the account, they were not sure if the catheter separated in the csi or separated while being loaded onto the guidewire. No procedural details or characteristics of the vasculature were available. It was stated that the csi used was most likely a cordis product and there was no problem with the csi. The guidewire used was not known. No problems were reported upon inspection of the product or during preparation. Another catheter was used to successfully complete the procedure. There was no reported patient injury. One non-sterile 4fr diagnostic pigtail catheter was received broken into two sections 6.5cm from the distal end. Elongation could be observed on the shaft at the fracture site. The distal segment was also elongated. The outer and inner diameter of the catheter was measured next to the fracture site and this was found within tolerance limits. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The shaft separation reported by the customer was confirmed; however, there are no indications that this is related to the manufacturing process. Although the exact cause of the fracture could not be conclusively determined, based upon the elongation observed on the returned unit, it appears that some procedural factors may have contributed to the event. No actions will be taken at this time.